Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to release. The advancer tube was not engaged or visible. Manual compression was applied for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the mynxgrip vcd. Prior to use, there were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. Vessel tortuosity was not observed. Manual compression lasted 20 minutes. The user fully shuttled down the plug without significant resistance or applying unusual force when retracting the sheath. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, and a cordis mynx syringe was received detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for analysis, and the advancer tube was found in an exposed position. The sealant sleeve was observed in its manufactured position, while the balloon showed no abnormal conditions to be reported. The inflation and deflation functionality of the balloon was evaluated, and no issues related to the reported event were observed, as the balloon inflated and deflated properly. Because the sealant was not returned for analysis and the advancer tube was found exposed, a full deployment simulation could not be performed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube was deployed on the catheter and the sealant was not returned/deployed. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported, especially since the device was received with advancer tube engaged on the catheter with the sealant deployed off/not included. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though it was reported that the user shuttled down fully), possibly contributed to the issue reported by the customer since there were no damages noted to the device. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to release. The advancer tube was not engaged or visible. Manual compression was applied for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the mynxgrip vcd. Prior to use, there were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. Vessel tortuosity was not observed. Manual compression lasted 20 minutes. The user fully shuttled down the plug without significant resistance or applying unusual force when retracting the sheath. The device will be returned for evaluation.